Event description:
In 2002, dr. Implanted an ft790t of an infant. Once he implanted the clip and removed the applier, he saw that the clip jaws were not in alignment (scissoring). Once he noticed this, he removed the clip and implanted a shorter pattern after much dissection. This clip did not adversely affect the patient. The patient was implanted with a ft760t. No bleeding occurred during or after the clipping. Surgery prolonged by ten minutes.